Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports left side deflation. Device has been explanted.

Event description:
Healthcare professional reports left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: delamination of the valve and creases on the shell. A leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: a total delamination of the valve (adhesive failure).